Manufacturer narrative:
(B)(4). Corrected data: the lot 13n029 was manufactured between december 4, 2013 and december 5, 2013. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, after the infusor was filled with cytotoxic drug (fluorouracil), it was observed that there was a white floating particle in the reservoir. This malfunction was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the problem was unknown. A CAPA has been opened for this issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. A visual inspection confirmed that there was a tiny white particle, approximately 0.90 mm in size, floating in the solution of the bladder. A spectrophotometer scan determined that the white particle was acrylic material. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.